Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that her blood glucose levels have been running high. Her blood glucose value at the time of incident was 300 mg/dl, but her levels have exceeded 400 mg/dl. The customer stated that she didn't feel good, and she treated her high blood glucose levels with manual insulin injections. Troubleshooting was initiated for her high blood glucose. She claimed that insulin was not exiting the tube for a few of her boluses, and once the issue was resolved she required no further assistance. No products were returned and a tubing clamp was sent to the customer in order to perform a high pressure test on the insulin pump.